Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, cracked reservoir tube, and cracked lcd window. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported the customer had a crack on their insulin pump's case. The customer also stated the crack was seen on the display and the reservoir compartment. Customer's drive support cap was not damaged. The customer's insulin pump will be replaced. No additional information provided.